Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was observed during review of the device logs. However, the device was put through extensive functional testing without duplicating the report. An internal inspection found no discrepancies. The pace/defib engine board will be replaced as a precaution. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "pacer fault 115" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.